Event description:
While undergoing rf ablation of a tumor, patient sustained a skin burn on one thigh at the location of the dispersive electrode. A few weeks later the patient was referred to another physician for a possible skin graft.